Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. During functional testing of the system controller, no alarm conditions were observed; however, when the black power lead was maneuvered at the connector end during testing and the system reported power cable disconnect alarms. In addition, yellow and red battery advisory alarm were illuminated with manipulation of the black power lead. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the black power lead, the red/white conductor and the brown conductor that monitors the battery voltage were found to be severed. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing intermittent beeping on the system controller. The suspect system controller was exchanged and the pt remains ongoing on lvad support with no further issue reported.